Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the laser presented with a bad contact and noises like a short circuit and then the system locked during a vitrectomy procedure. There was no system message displayed. The case was completed with an alternate system. There was no delay in the procedure and no patient harm.

Manufacturer narrative:
The system was examined and the reported event was confirmed and was attributed to the footswitch. The footswitch was replaced to resolve the issue. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to non-conforming laser footswitch. The manufacturer internal reference number is: (B)(4).